Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted, having been implanted for 44 months, for unspecified cause. There was an allegation that the device exhibited premature battery depletion.